Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the infusion sets are bending at the site. Customer has experienced no delivery alarms. The current blood glucose reading is 123 mg/dl. The blood glucose reading at the time of the event was 375 mg/dl. Hospital treated with IV fluids. Nothing further reported.